Event description:
It was report that before using bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg there was foreign material stuck onto inner wall of 8.5ml ppt tube. This occurred 100 times. The following information was provided by the initial reporter: customer found a foreign material stuck onto the inner wall of 8.5ml ppt tube.

Manufacturer narrative:
Investigation summary: "material #: 362799. Lot/batch #: 2048355. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. The nature and origin of the foreign material was not able to be identified from the photos. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." Initial reporter name and address: (B)(6).